Event description:
An end-user sustained an injury while using a thermipaq clay therapy hot cold pain relief wrap. The end-user was using this product in its ordinary course, following all directions, when she sustained serious burns to her upper arm. User intends to pursue a claim for injuries sustained due to the defective product.